Event description:
The customer reported the system failed to perform fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface board) pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.